Event description:
This was a vascular intervention conducted in the operating room with slow flow below the knee into the foot due to focal lesion. The md placed the sheath in the femoral artery, followed by a v18 boston scientific guidewire. The md then began lasing with the turbo elite catheter using a contralateral approach in the popliteal area. He made about 5 passes with laser. Performed balloon angio in popliteal after laser atherectomy. Injected contrast into popliteal and no issues were identified. Then it was noted that there was slow to no flow below the peritoneal trunk. Md pulled the wire back about 10 mm and injected contrast through the sheath to perform an angiogram. The angiogram revealed a "slow arterial flow" through the tibial arteries and no flow to the foot. It was noted that the v18 wire (boston scientific) had prolapsed in the tibia peritoneal trunk. Doctor saw an embolic effect (no flow). Emboli were seen in the peritoneal. Patient kept overnight with a tpa drip. The next morning a runoff was performed and the flow to foot had been successfully restored. Pt was discharged. Device involved in the case was received on (B)(4) 2011 and investigation completed on (B)(4) 2011. During the investigation the device was found to have no visual defects or damage. An internal lhr reviewed and unit was processed normally with two dead fibers, met all product specifications and passed functional laser tests. Root cause: investigation concludes no device problem/defect and the device performed as intended. Operational context due to technique or use environment.